Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. No bends, kinks or damages were observed on the soft cannula. The needle mechanism, bottom housing, and adhesive pad were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. The cause of the reported dislodged cannula could not be determined. The data extracted from the device shows that no timeouts or drive stalls were generated during the run that would indicate the device struggled. No other damages or defects were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent this condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 537 mg/dl while wearing the pod between 36 and 48 hours. The cannula dislodged from the infusion site (leg). The cannula was bent as well. As treatment, a new pod was applied.